Event description:
Patient contacted dexcom technical support on (B)(4) 2014 and claimed that on (B)(6) 2014 patient experienced skin irritation at sensor patch adhesion site. Patient reported calling her doctor on (B)(6) 2014 to discuss necessary action if rash persists. Patient reported using a hydro-cortisone cream to alleviate rash. No further medical intervention was necessary. At the time of the call with dexcom technical support, patient reported being good.